Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6)2026. On (B)(6)2026, it was reported that at 3:55 am, the patient¿s mother was alerted by a cgm reading of 70 mg/dl and went to the patient¿s room. Of note, the patient uses a tandem mobi pump for insulin delivery. A manual bg check showed 46 mg/dl. She administered juice and a g voke injection, though the dose was unknown. During treatment, the patient experienced a seizure, and no further cgm or bg measurements were taken. Emergency medical services were called, and the patient was transported by ambulance to the hospital; no medications were provided during transport. The parent declined to disclose the receiving facility or whether any treatment or admission occurred. At the time of the report, the patient was feeling better but emotionally drained. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.